Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was shattered after the device was stepped on, resulting in a damaged display and impaired usability; the device was replaced and the original is expected to be returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health and continuation of glucose monitoring with dexcom as usual. Investigation included customer interview and logistical review of device replacement and return. Investigation of this device revealed physical damage to the device display consistent with external impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device design or manufacturing.